Event description:
The device was applied during a total abdominal hysterectomy procedure. Reportedly, the staples did not hold. The surgeon applied another device to complete the procedure. No pt injury reported.